Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.9, laboratory inr: 5.0. The time between testing was not specified but reported as the same day. Therapeutic range 2.5-3.5 for patient. There was no reported adverse patient sequela. Reportedly, the nurse was unwilling to troubleshoot on proper finger stick technique and application of sample. There was no additional information provided.

Manufacturer narrative:
Investigation pending.